Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted liner and shell, covered in bio-debris. The outer edge appears to be worn. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty with polyethylene wear and osteolysis as noted. This complaint is confirmed based on the provided x-rays and photograph provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision due to wear of the liner. Radiographs were provided and reviewed and noted wear of the liner and osteolysis. Attempts have been made and no further information is available.